Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tip clamp and tip eject sleeve stuck with dried plasma in the problem area of the pipetter assembly. The fse cleaned the clamp and sleeve, and replaced the compression spring. The instrument was inspected, tested without further problem, and returned to service.